Event description:
Additional information was received from the patient. They reported that they had not yet contacted their doctor. The cause of their issue was not determined. They wrote that they have lower back problems and the new device had had no problems. They said they would call their doctor if it resurfaces. It was unknown whether the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that starting "at least 6 months" ago pt wondered if the ins "has enough power" because it started "acting really crazy". Pt further clarified that it's "really grabbing me" and reported the ins is "sending a charge multiple times". Pt further clarified they feel like the ins may be getting close to eos due to having ins implanted for 8 years. Pt reported they are wondering if ins is working like it's suppose to or if it's reached eos. Pt stated they feel like the therapy is still on, but not working right. Pt reported not getting good symptom control and pt is getting "a whole bunch of charges". Pt clarified getting too many pulses at one time and reported it feels like pt has been "plugged in". Pt inquired if ins works similar to a tens unit. Reviewed therapy over. Pt stated due to this pt tried to turn programmer on yesterday to try to connect with ins and reported programmer will not power on. Pt stated they have tried three different sets of batteries in programmer and programmer still won't power on. Pt stated on call that programmer batteries were a little hard to get out, but confirmed successfully removed batteries. Pt stated they are currently using energizer max batteries in programmer and yesterday pt was using (B)(6) batteries. Reviewed appropriate batteries for use in programmer and pt stated they don't think they have tried using standard alkaline batteries in programmer. Pt stated programmer beeped following removing and reinserting batteries in programmer, but screen remained blank. Pt confirmed programmer has not been dropped, damaged or wet. Pt put brand new, standard alkaline batteries in programmer during call and stated programmer still wouldn't power on. Reviewed once pt receives programmer replacement to decrease or turn off therapy to see if that helps with symptoms noted above. Redirected pt to hcp to further discuss symptoms and check ins.  The issue was not resolved through troubleshooting. An email was sent to the repair department  no further complications were reported/anticipated at this time.